Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. Customer's blood glucose level was 44 mg/dl and 49 mg/dl at the time of incident. Customer stated sensor had change sensor, sensor updating and calibration not accepted error. Customer checked their blood glucose and it was 44 mg/dl whereas sensor glucose was 97 mg/dl. Customer declined troubleshooting. They had treated their low blood glucose level. It was unknown whether the customer was using auto mode feature or not. The insulin pump will not be returned for analysis.